Manufacturer narrative:
UDI: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with aneurysms in the left common iliac and hypogastric artery which were treated with gore excluder iliac branch and bard fluency endoprostheses. The gore excluder iliac branch devices were used without the presence of gore excluder aaa endoprostheses. Additionally the internal iliac component was extended with two additional bard fluency devices distally, despite extreme tortuosity of the common iliac and hypogastric arteries. The physician used a superstiff guidewire to handle the tortuosity better and succeeded to implant the devices, but due to the pressure of the sheath as well as the guidewire was ceb device moved backwards into the aorta. The patient was converted to open surgery and all stents needed to be explanted. Reportedly it was mentioned that the physician was aware of the likelihood of a conversion due to the anatomical restrictions. The patient is recovering from the intervention and still in hospital.